Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted to the hospital on (B)(6) 2013 with dark urine and suspected hemolysis. The patient was treated with medication, but continued to decompensated and was progressed to renal failure and multisystem organ failure. He was taken to the operating room on (B)(6) 2013, and underwent a pump exchange. During the exchange, there was no evidence of thrombus in the pump.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report numbers (B)(4) were received from the (B)(4) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.